Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported there was a warning power on reset (por) message on the patient programmer (pp). No trauma/falls were related to the issue. No symptoms were noted. It was further reported the error message was likely due to the patient charging noncompliance. The patient was scheduled to see their doctor to reset the por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.